Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia with blood glucose level of over 400 mg/dl. Customer stated that quickset in the top of leg and hit the site and was painful, had redness, swelling, blistering and festering. Customer reported that they did not receive medical treatment as a result of site issue. The insulin pump will not be returned for analysis.